Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to an infection and erosion. A new system was implanted. There was no additional adverse patient effects were reported. This lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to an infection and erosion. A new system was implanted. There was no additional adverse patient effects were reported. This lead was explanted. Additional information indicated that the patient had sepsis.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes with sepsis.